Manufacturer narrative:
Unit passed displacement test, selftest, active current measurement, and sleep current measurement. No battery or power anomalies noted during testing however, power graph generated by adapt program shows unexpected battery power loss for a duration of time and pump error 25 confirmed in pump history files due to j6 resistance connector issue. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had power error detected alarm. The customer was assisted with troubleshooting. Customer was able to clear and able to rewind the insulin pump. Customer stated that notification light did not immediately stop flashing. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.